Manufacturer narrative:
A ge service representative performed an on site investigation. The key switch was replaced during the svc call. The system was tested and found to be working as intended and put back into svc. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9800 system key switch was broken and would continue to expose after the button was released. No pt injury was reported.